Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and failure analysis investigations did not replicate or confirm the customer-reported complaint regarding a broken instrument tip. Therefore, the reported event could not be verified. A visual inspection revealed no broken components at the distal tip, and the tube adapter was intact. An in-house tip accessory was installed on the tube adapter, and the instrument was tested on an in-house system. It passed both the recognition and engagement tests. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the blades opened and closed properly. Additionally, abrasions and scratch marks were found on the tube adapter, but no missing components were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
It was reported that the monopolar curved scissors instrument tip was broken. There was no reported patient injury.